Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the erbe to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The erbe was analyzed and found to have a communication error as errors were confirmed. The complaint was confirmed based on the results of the investigation, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the customer reported to technical service engineer (tse) that since the startup of the system, the erbe generator was repeatedly giving the errors c-00 and c-33 prior to the call, they restarted the erbe generator several times, but the error persisted. The customer wanted to know if device and system can be used and tse checked the error logs and could find error 25913 that hf voltage measurement value too high in on state. Tse informed that the erbe generator. The customer did not have a back up vision side cart (vsc) or third-party generator. Tse also explained that a communication cable was needed to connect the force triad to the da vinci system. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the issue was identified post anethesia prior to ports being placed in the patient. The procedure was completed robotically with the erbe generator.